Manufacturer narrative:
The customer reported that the device intermittently failed to power up. The device was evaluated locally. The symptom was verified. Multiple parts were replaced to resolve the issue. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported that the device intermittently failed to power up.